Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case on display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer stated that he was trying to bolus for dinner and the keys got stuck. Customer now has a button error alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).